Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified nor duplicated. The system was found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported an exposure failed to terminate. No report of patient or staff injury.